Event description:
It was reported that one day post atrial lead implant, the patient experienced phrenic nerve stimulation. The device was reprogrammed which resolved the phrenic nerve stimulation issue. On (B)(6) 2015, atrial lead dislodgement was observed during a follow up. The physician elected not to reposition the lead. The lead remained implanted.

Manufacturer narrative:
(B)(4).